Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Additional information was received from the customer stating that the customer experienced intermittent blood glucose levels ranging from 30 mg/dl to 46 mg/dl; cause was unknown. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates.